Event description:
As reported by the user facility: crna inserting IV catheter, withdrew needle and laid it down. When she picked needle up after securing catheter, she received needlestick to left little finger. She does not know if clip had fully deployed when withdrawn from catheter, however clip was not covering tip when she picked needle up, as a result she received a needlestick. Patient's and crna's blood drawn for testing. Facility protocol for nsi followed.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device in the reported incident has not yet been returned for evaluation. Without the actual sample or lot number a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate that after withdrawing the needle, the nurse laid the needle down, and when went to pick up the needle up after securing catheter, she received a needlestick. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.